Event description:
It was reported that patient experiences issues with his inflatable penile prosthesis (ipp) as device would not inflate. Pump and cylinders were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received, pump was not working.